Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16, and no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.